Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. One needle did not present on deployment and apparently missed the barrel. Needle back down was not successful. The cardiologist was able to remove the device and the pt went to successful manual compression. This is being reported because similar occurrences of unsuccessful back down have led to reportable occurrences.